Event description:
A report was received that the patient, who had a previous hernia surgery, will undergo a battery replacement procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the stimulation was not working properly after a non-device related surgery wherein it was unknown if electrocautery was used and that the lead contacts were showing high impedance. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was reportedly doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg exhibited normal device characteristics. Sc-2218-50 (sn (B)(4)) device evaluation indicated that the lead bodies had pronounced kinks approximately 7 inches from the proximal ends, where the leads appeared to have been sutured. The cables were broken/severed at this spot. The fracture site was 1 cm from the click anchor setscrew mark. This appeared to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables were the reason for the high impedances observed.

Event description:
A report was received that the patient, who had a previous hernia surgery, will undergo a battery replacement procedure for an unknown reason.

Event description:
A report was received that the patient, who had a previous hernia surgery, will undergo a battery replacement procedure for an unknown reason.